Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, d9, g3, g6, h2, h3, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including history of kidney complications. H3: evaluation summary: customer report of stenosis was confirmed through observed calcification. X-ray demonstrated wireform and metal band were deformed and pushed inward around commissure 1. X-ray also demonstrated heavy calcification on all three leaflets. Leaflet 1 had a torn out section approximately 9mm x 3mm near commissure 1 and leaflet 3 had a 2mm tear near commissure 1. Calcification was evident at the tears; calcification also restricted leaflet mobility and led to stenosis. Wireform was exposed on commissures 2 and 3 and around leaflets 1 and 3 on the outflow aspect.

Manufacturer narrative:
H11: corrected data: this file was found to be a duplicate of file cer 2025-24472-01 per serial number match (sn#: (B)(6)). The investigation of the event will be performed under cer 2025-24472-01.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an 27mm 11500a inspiris valve underwent redo aortic valve replacement after an implant duration of five (5) years, three (3) months due to severe stenosis with a mean gradient of 45mmhg. The patient was noted to be highly symptomatic. The explanted valve was replaced with a non-edwards 27mm mechanical valve. The patient exhibited an 8mmhg gradient upon discharge.